Manufacturer narrative:
Additional information was requested, and the following was obtained: were the cases discussed in this article previously reported to ethicon? I no longer have access to the notes so cannot comment on individual cases, however our unit policy is to report all cases of mesh erosion to the mhra, which would then in turn feedback to ethicon. Does the surgeon believe that ethicon product (tvt-obturator) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product (tvt-obturator) involved? We believe the ethicon product (tvt-obturator) was no more likely to cause the complications described than any other transobturator mid-urethral tape on the market at the time. Patient demographics unfortunately I no longer have access to the notes to be able to provide this information.

Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon product (artisyn y-shaped mesh) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product (artisyn y-shaped mesh) involved? Patient demographics. Citation: international urogynecology journal; https://doi.org/10.1007/s00192-018-3853-6 the international urogynecological association 2019. (B)(4).

Event description:
Title : outcome of surgical management for midurethral sling complications: a multicentre retrospective cohort study the aim of this retrospective study was to assess how many patients who underwent primary midurethral sling (mus) surgery in the teesside area returned to theatre for an associated problem. Between 01jan2010 and 31dec2014, 924 patients had an mus: pubic rami (to-mus ¿ n=658), urogenital diaphragm (rp-mus ¿ n=263), mini-sling (n=3). Surgical kits used according to surgeon preference were trans-vaginal tape (tvt) and tvt-obturator (tvto) (gynaecare, ethicon), tot obtryx 1 and 2 promodon tot and altis. Mus incisions were performed under general anaesthetic (ga) by identifying the position of the mus below the vaginal epithelium, making a vaginal incision into the epithelium over the mus either centrally or, if possible, laterally, and then tracking the tape as far lateral as possible. The incision of the sling was then made as lateral as possible, essentially leaving an intact piece of tape in a j shape. In tvto, reported complications included chronic pain with vaginal mesh exposure (n=2) in which one of the two patients underwent excision of area of erosion but with no resolution following with a second treatment of excision of vaginal portion with complete resolution. The other patient underwent excision of vaginal portion with complete resolution of pain, but with stress urinary incontinence (sui) recurrence following a second treatment of urethral bulking injection with complete resolution of sui. Recurrent/persistent sui (n=3) in treated with rp-mus (n=1) with complete resolution and urethral bulking (n=2) with complete resolution (n=1) and partial resolution (n=1). Voiding dysfunction plus recurrent uti (n=1) which the patient was treated with urethral dilatation but with no resolution, then had a second treatment of long-term intermittent self-catheterization (isc). Overactive bladder (n=2) in which one patient had a treatment of intravesical box injection but with no resolution then had a second treatment of cystectomy and ileal conduit, the patient had complete resolution. The other patient had a treatment of sacral neuromodulation and had a complete resolution. In conclusion, results show a reassuringly low rate of mesh removal following mus surgery. Furthermore, outcomes were good following surgical management of mus complications